Event description:
It was reported that an ilet user experienced persistent high glucose readings on the pump and by fingerstick over several days, with one interval of approximately two hours without insulin due to running out, use of partially filled cartridges in recent days, a recent full supply change, and a recent ¿ghost¿ meal announcement to obtain insulin despite counseling against that practice. Symptoms included hyperglycemia with reported sluggishness. Outcomes included troubleshooting and education, including guidance to avoid ghost meal announcements and instructions regarding disconnection if administering off-pump fast-acting insulin. Investigation included user interview, device-use troubleshooting, and case review by support personnel. Investigation of this case revealed no confirmed device malfunction; potential contributors included interruption of insulin delivery due to depleted insulin, suboptimal cartridge filling, and user-initiated dosing behaviors, with the pump reporting high glucose and functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.